Manufacturer narrative:
The investigation determined that lower than expected vitros valp results were obtained when processing college of american pathologists (cap) proficiency fluids using vitros valp reagent lot 251-29-8528 on a vitros 5600 integrated system. A definitive assignable cause is unknown, however is likely related to a suboptimal calibration performed on (B)(6) 2021. Continual tracking and trending does not indicate a systemic issue with vitros valp lot 2511-29-8528. Historical vitros valp biorad qc results indicate that vitros valp lot 2511-29-8528 in combination with vitros 5600 integrated system was not performing as expected at the time of the event using the (B)(6) 2021 calibration when compared to the biorad peer data. In addition, the lower than expected cap results were obtained using the same (B)(6) 2021 calibration. Acceptable vitros valp qc results and proficiency sample results were obtained once the 17 jun 2021 calibration was put into use. A within run vitros valp precision test was not performed at the time of the event to evaluate the vitros 5600 integrated system performance, therefore an unexpected transient issue with the vitros 5600 integrated system issue could not be ruled out as a contributor to the event. A vitros valp reagent pack issue is not a likely contributor to the event, as the same reagent pack that produced the lower than expected cap fluid results also produced acceptable biorad qc results. Although fluid handling and storage for the cap proficiency samples is unknown, improper pre-analytical fluid handling is not a likely contributor to this event as the customer was able to obtain acceptable vitros valp results when repeating the same cap fluids on a different calibration. (B)(6).

Event description:
The investigation determined that lower than expected vitros valp results were obtained when processing college of american pathologists (cap) proficiency fluids using vitros valp reagent lot 251-29-8528 on a vitros 5600 integrated system. Cap sample ch-06 vitros valp result 31.2 ug/ml versus expected valp result (cap mean) of 41.59 ug/ml. Cap sample ch-08 vitros valp result 30.3 ug/ml versus expected valp result (cap mean) of 41.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros valp results were obtained when testing cap fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).